Event description:
The wheel chairs used in this country are constructed in such a fashion that the person using them can't help getting his hands on the rubber tires that contact the floor. The dirt, bacteria, viruses, and other dangerous substances picked up from the floor get on the person's hands. Since the person can't wash his hands often enough, the person will transfer the dangerous substances to his clothes, mouth, nose, eyes, food, etc, when he touches them. This is an extremely dangerous health hazard. It would be an exceedingly simple change in design to place protective guards on the wheel chair so that it would be very difficult for a person using the chair to contact the tires. The fact that the medical profession (societies and individual doctors) haven't demanded that this be changed a long time ago, indicates to me the very sad state our medical profession is in. (See chicago sun times article of june 21, 2000, titled: u.s. Health system ranks 37th globally) what is incredible is that no one is noticing this. The only reason I can see for the medical profession not demanding an immediate change a long time ago is that the medical doctors depend for a large part of their business on treating people who are sick. Leaving the wheel chairs as they are, assures that many more people will get sick and provide the doctors with a steady stream of sick people. This is outrageous. Considering the state this indicates our medical progression is in, I believe immediate legislation is necessary to force a change in new wheel chair design and retrofit in old wheel chairs. I believe thousands of lives could be saved by making this change.